Event description:
The patient reported that since his last replacement surgery, in addition to feeling palpitations, he also has had chest pain, breathing difficulties, and swallowing difficulties. He believes this is due to the lead being placed over his collarbone or due to the autostimulation feature. He is worried that if he gets hit in the collarbone it could damage the lead and pull on his vagus nerve and kill him. He noted the lead is visible under the skin. The patient noted that x-rays were performed but these have not been reviewed by the manufacturer to date. Information was received that the physician believes the side effects are psychological. They tried turning off autostimulation and there was no change in symptoms, so they then temporarily disabled the device and there was still no change in symptoms. Diagnostics are normal for the device. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
The patient later reported weight fluctuation as well as autostim induced seizures and that the physician disabled the autostim feature in response to these events. The physician has responded that the cause of the weight loss is due to vns stimulation. Autostim was disabled which was done to preclude serious injury. The cause of the increased seizures remains unknown. No other relevant information has been received to date.

Manufacturer narrative:
B5 describe event or problem, f10 health effect ¿ clinical code; corrected data; previous MDR inadvertently omitted information known prior to submission.

Event description:
The physician has responded that the cause of the increased seizures is due to external factors (not vns) and the seizure level was above pre-vns baseline levels. The patient had reported experiencing difficulty swallowing that resulted in weight loss due to inability to eat. Since the physician assessed the weight loss to be due to stimulation, the conclusion and coding for the dysphagia should be updated as well since it led to the inability to eat which resulted in weight loss. Dysphagia should have been reported. Weight loss and dysphagia are known inherent risks of the device. The increased seizures is concluded that cause cannot be traced to device. No other relevant information has been received to date.

Event description:
It was reported that the patient felt as though his heart was skipping a beat since his replacement from a m103 to a m1000 vns generator. It was stated that the patient had a cardiac workup. It was stated that the patient may have a pacemaker. No additional relevant information has been received to date.